Manufacturer narrative:
Conclusion: no failure detected and product within specification. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of the returned product.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00561, 00563.

Event description:
Allegedly removed during the revision of another component.